Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to service facility for evaluation. During evaluation, the reported issue of the unit has a damaged usb port, sensor not able to communicate was confirmed. The ECG pcb cable connector is damaged, exposing the internal wiring. The sherlock is unable to be tested without replacement of the ECG pcb. The root cause is use related.

Event description:
It was reported that the cord was pulled from sensor. No other information provided, at this time.